Event description:
When preparing to fire a ralc45 dlu, system message indicated "in firing range", when firing, system message indicated "not in firing range"; however, the dlu was closed to the proper position for firing.